Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the preparation for use section of the nc traveler coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. (B)(4).

Event description:
It was reported that the procedure was to treat an eccentric lesion in the mid left anterior descending artery with mild tortuosity, moderate calcification and 90% stenosis. A 3x12mm nc traveler rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The bdc was soaked in saline prior to use. Air aspiration was performed inside the patient anatomy. The bdc was advanced toward the target lesion. The balloon was inflated up to 14 atmospheres and ruptured. It is unknown how many times the balloon was inflated. The device was removed and a non-abbott balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.